Event description:
The facility reported a colleague pump that started to smoke when the device was plugged in. It is unknown when this event occurred. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.